Event description:
During the insertion of an implantable infusion port, while the catheter was being guided over the reservoir, the distal tip of the catheter developed a hole. The physician was using a debakey vascular clamp to gently guide the catheter. When resistance was met, the catheter was pulled back and examined. A split along the wall 203 mm proximal to the end was identified. The tip of the catheter was cut off and catheter insertion completed.